Manufacturer narrative:
After plugging in a keithley 2302 battery simulator into the battery compartment, the unit booted up with a blank display. In addition to this, the unit was drawing over 2 amps of current. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the current draw remained high. The high current appears to be due to a problem with pcba1. Unable to perform the displacement, sleep current measurement, active current measurement tests due to the blank display or high current draw. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received battery change after 8 batteries. No harm requiring medical intervention was reported. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will be returned for analysis.